Event description:
A patient underwent a scoliosis correction surgery in which floseal and another product were used. Reportedly, the patient experienced ¿a rush reaction¿. It was further reported ¿a couple minutes after usage of the product, the patient experienced hypotension, tachycardia, shock and a ¿whole body rash¿. The patient received an adrenaline infusion and solu-cortef for treatment. It was reported the patient was recovered from the events. No additional information is available.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.